Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number are not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
Doctor reported that the patient presented with a bent abutment that caused the threads of the tsvmwb11 implant to become damaged. Tooth location # 31.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. It was previously incorrecly reported that the lot number was not provided / unknown. The lot number is known and have been reported. Therefor the device evaluation also has been completed and is being reported. The following sections are being reported: b4: date of this report was updated. D4: lot number and expiration date are being reported. D4: unique identifier (UDI) number is not provided / unknown. G3: date received by manufacturer was updated. G4: additional 510(k) number is k101880. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: type of investigation was added: 3331. H10: narrative/data was updated. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4109. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. The reported device was not received for evaluation. The reported condition of damaged internal implant threads was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.